Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose got up to 573 mg/dl. Customer stated he treated with shots and input basal rates back into the insulin pump, after he had checked the basal screen and they were gone. Customer stated his high blood glucose was due to missing basal rates. The insulin pump passed the self test and customer confirmed that he received basal rates. It was found that when customer was trying to adjust temporary basal, he instead adjusted regular basal rates, which he had brought down to 0.00 units. Customer stated he had had low blood glucose, which was the reason for the adjustment. He declined to troubleshoot for low blood glucose. Nothing further reported.